Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided and UDI not available. PMA/510(k) number not available k011028 and k013227.

Event description:
It was reported that implant fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw vent (tsvb8) along with an abutment were returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar along with debris on the drive feature of the implant. No apparent malfunction with the abutment and no allegation made to it, hence, the abutment has been added to the associated device. Pre-existing patient condition noted on the per was patient having type iii (low) bone density. The reported device was being placed on tooth # 13 (fdi) when the incident occurred and the implant had been placed for about 3 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review could not be performed for the product reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (tsvb8) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (keyword using 'fracture'). Monthly post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified.

Event description:
No further event information is available at the time of this report.